Event description:
It was reported that when table motion upward with the smart handle was requested, the pivot axis and c-arm moved at high speed, crushing the collimator onto the table. Several part were damaged but no injury to pt or operator was reported.